Event description:
Disposable blood pressure transducer. In use 48 hours. Condition: good date last inspected: every shift - 12 hours. Transducer kit was part of a complete IV measurement system . No other accessories were directly involved in the incident. Patient with coaxial cvf and infusion kit consisting of arrow si-09830 percutaneous sheath introducer, and edwards pressure transducer. Luer lock connector at distal end - pt end- of transducer became disconnected. Blood noticed in the line halfway between transducer and patient and blood foam above blood. A pressure bag infuser inflated to 300 mmhg was running at 10 ml/hour through the transducer. No blood or liquid was noticed at the open luer connector, surgeon suspects possible introduction of air embolism into the central venous line. Following investigation. Of incident 1 clinical engineering services issued and internal alert to be extra vigilent with luer lock connection on this and other devices. Incident 2, femoral artery site, luer connector became disconnected at patient end of the same model of transducer. Blood loss estimated at less than 200 ml.